Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study.

Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted : (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the hospital with weakness and had been seen in clinic the week prior for weakness and fatigue. The patient was started on intravenous antibiotics. A trans esophageal echo cardiogram was performed and noted small mobile strands on one of the lead electrodes in the right atrium. The patient was diagnosed with bacteremia and endocarditis. The organism was identified as group b streptococcus. The patient received six weeks of antibiotics and follow up blood cultures were negative. The leads remain in use. No further patient complications have been reported as a result of this event.